Event description:
It was reported that the user's continuous glucose sensor was scanned with a non-compatible app, resulting in the sensor being recognized as in use by another device and requiring deletion and restart with the ilet mobile app. Symptoms included no alerts or alarms. Outcomes included user education and successful re-pairing to restore sensor integration. Investigation included troubleshooting steps and guidance to transition from the abbott app to the ilet mobile app. Investigation of this case revealed that the sensor association with a different app prevented proper pairing with the ilet system, consistent with use error and app-to-sensor binding behavior. It was concluded, based on previously established findings for similar reports, that the cause was use of an incompatible application leading to device use issue and data communication mismatch.